Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/24/2021. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received twenty unused q-sytes. The q-sytes were inspected for leakage, which may occur due to damage to the polycarbonate q-syte body or the septum. The body of the q-syte devices were inspected and no damage was observed. Next, the septum in all the units were found to be in the correct location and without any damage or tears. Finally, the column was inspected and no damage was observed in any of the units. Since the returned units were found to be within manufacturing specifications, bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported when using the bd q-syte¿ luer access split-septum stand-alone device there was leakage. The following information was provided by the initial reporter. The customer stated: "the joints were tightly threaded into the tubing, but liquid seeped between the cap. No harm this time, since the given liquid was not dangerous for skin."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd q-syte¿ luer access split-septum stand-alone device there was leakage. The following information was provided by the initial reporter. The customer stated: "the joints were tightly threaded into the tubing, but liquid seeped between the cap. No harm this time, since the given liquid was not dangerous for skin."